Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. A leak test was performed, and there was no leakage observed from the pump. Eval confirmed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were unresponsive. A family member reported that the up arrow, down arrow, and ok keypad buttons became unresponsive today. He rebooted the pump, and now is unable to move beyond the verify screen, as the keypad buttons will not respond to presses. The family member confirmed that the keypad is intact, and noted that the buttons still bounce and spring back when pressed. He denied exposure to cleaning products, but stated that the pt had gone swimming with the pump today. The family member denied seeing the yellow o-ring from the battery cap; denied moisture or corrosion in the battery compartment; and denied moisture behind the display screen. The family member stated that the pt wears the pump in her pants pocket or clipped to her pants with a low profile clip.